Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. A contact name was not provided. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was broken. The account commented that it was ''too thin compared to normal''. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 06/26/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lubricant material residue in the cartridge tube. The intraocular lens (iol) was not received in or out of the device. A dent/distortion was observed on the cartridge tip. The customer's reported complaint was verified. However, the condition in which the sample was returned was consistent with a product that was handled and prepared for surgical process. Based on the analysis there was no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.